Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets leaked at an unspecified location. This occurred during use of the devices for peritoneal dialysis therapy. The transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.